Event description:
Pt reported that they woke up in 2004, and their blood glucose was >300mg/dl. Pt bolused two units of insulin and went to work without eating breakfast. Pt's blood glucose at work was in the 400's (mg/dl). Pt then went home to troubleshooting high blood glucose, then device alarmed for "end of temporary basal rate," but pt stated that they did not set a temporary basal rate. Soon after event, the pt's blood glucose returned to normal.